Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 months post implant it was reported that the patient received a "replace controller - controller fault" alarm and the pump was stopped. The patient exchanged the system controller under supervision from the hospital via phone. The patient was admitted to the hospital and the system controller that was exchanged was connected to a system monitor to review the patient's event history; however, once connected a "not receiving data" message displayed on the system monitor and the system controller was not lit or alarming. The system controller was then connected to a power module. The power module did alarm but no lights or alarms were activated from the system controller and the system controller was replaced.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported event of a replace controller alarm was confirmed during our analysis. The evaluation of the returned system controller revealed a damaged printed circuit board (pcb) component. As a result the returned system controller did not operate our test pump and did not communicate with our test system monitor. The component was replaced and the patient¿s event history was retrieved successfully. The patient¿s event history captured numerous pump speed reductions to 0 rpm accompanied by elevated power levels (20.0-25.0 watts). Similar incidences have been reported. A corrective and preventative action has been implemented to address the issue. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.